Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. MDR filed due to keyword ¿smoke¿ present in complaint. The joystick was returned for evaluation, and subsequent testing verified the complaint of the joystick not recognizing the power seating system. The underlying cause was identified as a defective cable. The parent chair was not returned for evaluation, so the complaint of the chair smoking could not be verified. The underlying cause was most likely due to a service/repair error with improper routing of the wires.

Event description:
When the consumer tilted his chair back, the recline wire was allegedly caught and crushed, causing the chair to smoke. Also, the joystick was not recognizing the power seating system.